Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our european affiliate, post implant of a 20mm sapien xt valve via the transfemoral approach, moderate paravalvular leak (pvl) was observed. An edwards balloon aortic valvuloplasty (bav) catheter was prepared with 1ml of additional volume and used to post dilate the valve. At the end of the post dilation, the balloon burst. While retrieving the balloon into the esheath, a balloon fragment got stuck in the upper femoral artery. The balloon fragment was removed via a surgical cutdown. The final angiogram indicated mild pvl. The procedure was completed with no further issues reported. At the time of this report, the patient is okay. Information regarding the access vessel minimum luminal diameter, degree and calcification and degree of tortuosity was not provided. It was speculated that since the tear in the bav balloon was circular, it may have been caused by the valve frame during post dilation.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The balloon catheter was returned to edwards lifesciences for evaluation. Visual inspection revealed the device was returned with the guidewire inserted. The distal end of the balloon, with the nose tip, was completely separated from the rest of the catheter; however, all of the pieces of the balloon were present. A radial tear on the proximal taper of the balloon and a longitudinal tear along the whole length of the balloon were observed. Guidewire shaft stretching and guidewire shaft wrinkling were noted at the distal end. The guidewire shaft was also noted to be bunching at the proximal end of the y-connector. No other visual abnormalities were observed. Dimensional analysis of the balloon wall thickness was performed at different locations along the longitudinal balloon tear. All measurements met specifications. No functional testing was performed due to the condition of the returned device. During manufacturing, the bav catheter undergoes multiple 100% inspections and verifications. These inspections support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints of the bav catheter balloon burst and withdrawal difficulties were confirmed based on the condition of the returned device; however, no manufacturing non-conformances were identified in the returned sample. The dimensional inspection of the bav catheter revealed that the wall thickness was within specification. A definite root cause for the bav balloon burst cannot be confirmed. Based on the available information, procedural factors (1ml additional volume added to the device during post dilation of the valve) and patient factors (annular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.